Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to faulty dx and dp boards (printed circuit boards). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue with the no component out signal was found due to the faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center rear panel connector serial digital interface (sdi) #1 was not working. The issue was found during reprocessing. There were no reports of patient harm. During the evaluation of the device, it was noted that the printed circuit board component was faulty, which in turn was causing no sdi signal. This report is to capture the reportable malfunction of the faulty printed circuit board noted at estimation.